Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient¿s ipg was approaching end of life. Surgical intervention may be undertaken later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention occurred on 05 december where the ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.